Event description:
It was reported that the right ventricular (rv) lead impedance measurement was greater than 200 ohms. While the physician was extracting the rv lead, the right atrial (ra) lead was damaged and unusable due to a break in the insulation. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694965, implanted: (B)(6) 2005; product ID 7288, implanted: (B)(6) 2005. (B)(4).